Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "blank screen" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.